Manufacturer narrative:
(B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4)device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that received non-sterile pouch was empty. It was neither opened nor torn. There was no surgery and patient involvement. This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot manufacturing location: monument, manufacturing date: 12-sep-2019, part number: vs102.012, 1.5mm cortex screw self-tapping 12mm, lot number: 16l3223 (non-sterile), lot quantity: 49. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Fifty-one labels were printed; forty-nine labels were used on product, one label was used on the pll and one label was destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed because the reported complaint condition of ¿pouch was empty¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be relevant to the reported complaint condition. Device history batch null, device history review 24-jan-2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary complaint description the non-sterile pouch was empty. It was neither opened, nor torn. This complaint involves one (1) device. Investigation was performed by the manufacturer/supplier: jabil monument. Reference pi attachment "(B)(4)- investigation memo - signed". Flow: labelling/packaging visual inspection the package for part number vs102.012, lot 16l3223 was returned for evaluation and examined by the quality engineer. The returned packaged had not been opened but was sealed. Additionally, no holes were present in the packaging. The package does not contain screw contents; therefore, the review supports the complainant¿s description of the complaint condition. This complaint was confirmed from a manufacturing standpoint. Jabil nc# jbl-nr-0002705 was initiated on 28-feb-2020 for this confirmed complaint to further investigate. Associated j&j nc record: nr-0143006. Conclusion the complaint was confirmed during investigation. No design issues were revealed during investigation. Further investigation into the manufacturing issue will be performed and documented in the associated quality systems for jabil nc# jbl-nr-0002705/j&j nr-0143006. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.